Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Additional information was requested, and the following was obtained: was any quality deficiency/non-conformance noted with the sutures before use, during use, during post-op examination or during re-operation if performed? From what we were told in the necropsy notes, the knot was intact. Dr. Bolton had reported the suture did break a few times, but this is not unusual for her. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Note: events reported via: 2210968-2021-05978, 2210968-2021-05980, 2210968-2021-05981, and 2210968-2021-05982.

Event description:
It was reported that an animal underwent a canine ovariohysterectomy procedure on (B)(6) 2021 and suture was used. Post-operatively, the suture broke. No adverse patient consequences were reported. Additional information was requested.